Event description:
Caller reported compact plus system results. At 5:50 pm got hi, which on the system indicates a result in excess of 600 mg/dl. Customer did not have symptoms of high blood glucose. At 5:51 pm got 78 mg/dl at 5:53 pm got 106 mg/dl at 6:07 pm got 101 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.